Event description:
Customer reported erroneous differential test results were obtained when using a coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on the presence of blast cells on manual blood smear differential. There were no instrument generated flags for blast cells with the erroneous test results. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for one or two analyzers.

Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Previously run pt samples were rerun to confirm accurate back to the last acceptable control run. Controls were run on each shift and were run before and after the event and recovered within assay ranges. Flagging preferences are set to 2222, which is mid-level for all flags. On 02/12/2010, the field service engineer checked the differential flag set parameters, verified that software version 2d1 was installed and increased blast flagging sensitivity to maximum. Instrument operation was verified to specifications. Raw data was not provided. Root cause is unk. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to MDR 1061932-2011-01042.